Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his one ultralink meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue started on (B)(6) 2013, at 12:00 p.m., when he obtained blood glucose readings of "423, 413, 362, 422 mg/dl" on the subject meter and "36 mg/dl" on another device (one touch ultra), performed within 30 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with an insulin pump (unknown type) and denied making any changes to his usual diabetes management routine in response to the reported issue. The patient claimed, thirty minutes after alleged issue occurred, he began to feel "lightheaded, weak." On (B)(6) 2013, at 12:30pm, the patient reportedly self treated with food and or drink in response to the symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. However, the cca discovered that the test strips were expired and according to the owner's manual use of the test strips after the expiration date may cause inaccurate results. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he made no changes to his usual diabetes management routine and a severely low blood glucose reading was obtained.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (08/21/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/8/2013 and 8/13/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.